Manufacturer narrative:
Though requested, no additional information has been provided. The lens has not been returned for evaluation. The investigation is ongoing.

Event description:
It was reported that during a postoperative exam one of the intraocular lens (iol) haptics pushed through the capsular bag. The lens remains implanted. Though requested, no additional information has been provided.

Manufacturer narrative:
Though requested, no additional information has been provided. The lens remains implanted and is not available for evaluation. The trend analysis, risk analysis, and directions for use are considered acceptable with the product performing within anticipated rates. Based on the information provided, we are unable to determine a root cause. No corrective action is necessary at this time.